Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 21-aug-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified colony forming units(cfu) designated as "tntc" (too numerous to count) comprising the following 4 isolates: positive cocci - staphylococcus haemolyticus, positive cocci - micrococcus yunnanensis/luteus, positive coccobacilli - corynebacterium aurimucosum, positive cocci - staphylococcus haemolyticus, study number: (B)(6). The duodenoscope was received by pentax medical for evaluation on 21-aug-2019. The duodenoscope was inspected by pentax medical service on 27-aug-2019 and the following inspection findings were documented: insertion tube severe crush at stage 1, distal cap - fixed type passed epoxy seal integrity inspection, hole in # 1 remote control button cover, primary operation channel resistance, distal cap/ case cracked, passed wet leak test, passed dry leak test, insertion tube gauge/dig at stage 1. Repairs were performed on the duodenoscope which included replacement of the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, insertion flexible tube, segment assy attaching screw, rl pulley assy, ud pulley assy, remote control button, o-ring(0.5x1.3). Pentax model ed-3490tk, serial number (B)(4) has been routinely serviced at pentax facility since the device was put into service on 30-sep-2016. A device history record (DHR) review was previously performed under form number (B)(4) on 27-jun-2019. The DHR review confirmed the endoscope was manufactured on 12-feb-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 12-feb-2016. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 20-sep-2019.